Event description:
It was reported that, during the surgery, the quantum controller didn¿t get power delivered to the wand tip. The quantum console didn't show any error code. The case was completed without the wand as there was no back up available. A delay greater than 30 minutes was reported. No patient complications were reported.

Manufacturer narrative:
B5 and health effect - impact code updated. H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Two videos have been provided by customer. The wand is in the joint space. A functional evaluation revealed the wand was able to generate plasma as intended. No bypass box was needed. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states smith and nephew has not received adequate supporting clinical documentation to perform a thorough medical investigation. In addition, the two videos provided were reviewed and they don¿t provide any insight in determining the clinical root cause of the reported failure. According to the report, after several unsuccessful attempts, the procedure completed with a greater than 30-minute delay without the wands, as no backup device was available. Therefore, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. No further clinical /medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during the surgery both of the connected wands with the quantum ii, didn't get power delivered to the wand tip. First, the ambient super turbovac 90 ifs was tried and after few attempts, it decided to change to a super turbovac 90 icw and it showed the same result no power on the tip area. Quantum console didn¿t show any error code. The case was completed without the wands as there was no back up available. A delay greater than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.